Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded they have a one patient where the vascu-guard ¿tore a few times had to go back¿. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: b1, b5, f1 and h11. B5: upon additional information, the reporter stated the device tore a "few times". The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report. H11: should additional relevant information become available, a supplemental report will be submitted.